Event description:
It was reported to the MFR by a caregiver that six months following vns implantation, the pt's mucus had gotten really thick and gummy. The pt has also developed a lot of bacterial problems such as bronchitis and mouth sores. The bronchitis was treated with antibiotics. The pt's caregiver was suggested to use the magnet to temporarily disable the device to see if the pt's mucous gets better. It is unk if vns therapy caused or contributed to the reported event. Good faith attempts to obtain add'l info regarding the reported event have been unsuccessful to date.